Event description:
Pt is a very pleasant (B)(6) yrs old female with history bilateral breast implants (2007) who developed right breast swelling, firmness, tenderness suddenly in (B)(6) 2016. Email (invalid (B)(6) 2016). She had previous history of contracture in the left breast and thought symptoms were similar. Sought care with dr (B)(6) and underwent implant removal, capsulectomy. Surgical uncomplicated. Pathology resulted anaplastic large cell lymphoma of the breast.